Event description:
Additional information was received from the patient. They reported that they had contacted their doctor regarding the "internal device has lost data" message. They were admitted to the emergency room (ER). The cause of the "internal device has lost data" message was reportedly determined. When asked what most likely caused or contributed to the issue, they responded the data or device was not tested after surgery. After surgery, the device was not checked nor set, and a technician thought due to using the electro surgical unit to stop the bleeding, that led to the loss of data. When asked what steps were or would be taken to resolve the issue, they replied the staff/technician recalibrated and indicated the device. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient¿s family member/friend reported that they saw the ¿internal device has lost data¿ message. It was noted that the reason for the call was that they were unable to connect to the implant with the handset/communicator but they were able to see the message after repositioning the communicator over the implant. Message information was reviewed with the caller and the patient was redirected to their health care professional (hcp) to further address the message. No further complications were reported at this time.